Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drip chambers of three (3) clearlink buretrol solution sets separated. This issue was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : only two (2) actual samples were received for evaluation, the third sample was not received and therefore could not be evaluated. The samples were visually inspected with the naked eye, which showed all components were correctly placed according to the specification. A pull test was performed on the samples and during the process, the drip chamber separated from the burette component. A closer inspection was performed to determine the presence of solvent. Since the samples were decontaminated prior to the evaluation, residual solvent could not be identified. However, an insertion mark was observed. Due to the condition of the samples, no additional tests could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.